Event description:
I use a dexcom g7 cgm to monitor blood sugars. I have not, up until this time, had a finger stick unit to double check readings. I got a reading on the dexcom telling me I had a high reading of 276, which prompted me to take some insulin to bring it down. Not long after, I started feeling effects of low blood sugar. After this, I bought a finger stick unit. On several occasions, when an urgent low or high have shown on the cgm, I now feel the need to verify with a finger stick, and many of these times it is off by over 50. I also have trouble with the units failing, many during the warm up time, only to find when I remove the sensor, the wire is sticking partially out the top. These are mostly manufactured in malaysia. I know that you have given them warnings about their us facilities, which has resulted in a shortage of units. But what is in place to protect us from these foreign products?